Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
According to the rep, the femoral nail that had been implanted to this patient in (B)(6) 2009, was found broken inside the patient during the surgery performed in (B)(6) 2011. The patient was feeling pain since february of this year (2011), so the doctor decided to remove the nail and implant another with a larger diameter. But, during this surgery, they found out that the nail was broken. They just could remove the distal part from the patient because they didn't have the right instruments to take out the other part of the nail. The surgery was ended without removing the whole nail. The proximal part is still inside. No new implant was implanted to the patient. The patient will be re-evaluated in the...